Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as potential adverse events with use of the glidelight device. Additional health effect impact code: f15 (recognised device or procedural complication). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to cied system/pocket infection. Spectranetics lld lead locking devices (lld) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight sheath, the rv lead was successfully removed. During removal of the ra lead, a perforation to the ra occurred, and rescue efforts began, including pericardiocentesis and sternotomy. The repair was completed, and the patient was sent to the ICU; however, the patient passed away the following day. This report captures the glidelight device in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.